Event description:
This lv lead was implanted on (B)(6) 2013 and still remains implanted at this time. In a case on (B)(6) 2018 it was noted that the lead exhibited loss of capture. The physician planned program of adjusting the intervals or turning on lv sensing to check if would affect the lv pacing percentage. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).